Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Concomitant medical products: product ID d364drm ICD, implanted: unknown.

Event description:
It was reported that during use the right ventricular (rv) lead exhibited suspected fracture, high impedance, oversensing, noise, and high short interval counts (sic). The rv was explanted and replaced. It was also reported that during use the atrial lead exhibited high thresholds, failed with exit block. The atrial lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the full lead was returned, analyzed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.